Event description:
Boston scientific received information that the left ventricular (lv) lead was being removed from service due to loss of capture (loc) at maximum outputs, the impedances were greater than 2,000 ohms, undersensing was present and there were high pacing threshold issues. The physician attempted to remove the lv lead with the locking stylet and was unable to remove the entire lead. A portion of the lead has been surgically abandoned and the other portion will be returned to boston scientific. No adverse effects reported from the procedure. A new lv lead was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.